Event description:
It was reported that the 9600+'s a c-arm brake handle was broken creating a mechanical hazard to the operator and pt. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The brake was repaired. The system was tested and found to be working as intended and placed back into service.